Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that a getinge field service engineer (fse) evaluated the iabp and was able to reproduce the alleged malfunction. The fse determined that the pneumatic module assembly was defective. To fix the issue, the fse replaced the part and performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) did not perform autofill. No patient harm, serious injury or adverse event was reported.